Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient was not able to hear with the device beginning in (B)(6) 2018. The loss of sound was sudden. There was no accident or trauma reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient was not able to hear with the device beginning in (B)(6) 2018. The loss of sound was sudden. There was no accident or trauma reported. The recipient was re-implanted.